Event description:
It was reported the patient experienced auto-reducing. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was able to resolve the issue. Follow-up information revealed the patient experienced autoreducing again on (B)(6) 2015. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were taken and the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was explanted and replaced and effective stimulation therapy was restored. Please note the patient's birthdate and concomitant medical products are unknown at this time.

Manufacturer narrative:
Results: the report from the field was confirmed. The stimulation end lead segment, tail 9-16, had a kink with all internal wires broken. This observation confirms what was reported from the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.